Event description:
It was reported that the patient had a urinary tract infection (uti) and that her "monitor didn't work". The patient also reported that she stopped feeling a stimulation sensation that occurred about 2 months ago and that she had lost bladder control. The patient stated that the manufacturing representative told her that "it blocked contact with the interstimulator because of the uti". The manufacturing representative also "tried some things" over the phone but was not able to get the device to work. The patient tried changing the batteries. The patient further stated that "she put the antenna in and the device came on and when she pushed the light thing, but only little figures showed up on the screen". The patient stated that "it is potentially a malfunction or dysfunction of the interstimulator". The patient reported that she took two oral detrol medications daily. It was further noted that the patient "remembered the last setting of her program 4 was 5.0 volts", but she had not checked it in a while. The patient further stated that it had been 3 years since the device had been checked by a clinician programmer. The patient reported that she did not use her patient programmer regularly, only to check and change her settings when the device wasn't working properly. The patient also stated that she never used the antenna. The patient discussed replacing her patient programmer and the potential need for a surgical revision to the implanted device. The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot#, v076001 serial#, implanted: 2008 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).